Event description:
It was reported that during central processing, it was noted that the black coating on long bipolar grasper instrument was found to be frayed at the distal tip. The wires were exposed underneath. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and reported failure was confirmed. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The root cause of this failure is attributed to a component failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer was unsure if the damage happened to the instrument during the surgical procedure or during the instrument cleaning process. The customer said that the damage was first noticed after the instrument cleaning process. There was no report of patient injury from the operation room. There was no other information available.